Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Access was obtained via the femoral artery. The eccentric de novo lesion measuring 8mm in length and 4.0mm in diameter was located in a mildly calcified and non tortuous left anterior descending artery (lad.) The physician attempted to direct stent; a 3.5x8mm promus element stent was advanced to the lesion and deployed. A 4.0x8mm non bsc balloon and three quantum maverick balloons measuring 4.0x8mm, 4.0x12mm and 4.5x8mm were advanced to the lesion to post-dilate but when the balloons were inflated the physician noted that the lesion didn't "open" like it normally does. Ivus was used to image the lesion and it was found that the stent was not in place. Ivus was used again in the lad through the left main artery however, the stent could not be located. It is unknown where the stent dislodged. The procedure was completed by placing a non bsc stent in the left main artery. No further patient complications were reported. Patient status is listed as good. This device is only ous approved, but it is similar to an approved us device.